Event description:
The tibial impactor broke during knee surgery. All of the broken pieces were retrieved and there was no significant delay to surgery. No adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The photo investigation found the device broken, confirming the reported allegation. Additionally, the device presented in the evidence show grill marks that are not suppose to be on the device. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.